Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction for detection of this issue in chapter 4- preparation: "before each use, inspect the product as described in the section 'inspection' on page 18." In addition, the device instructions include the warning for risk of injury to the patient: "there is a risk of injury to the patient due to malfunction of the equipment. Always have spare equipment available." The investigation determined that the issue could have been caused by stress from wear or excess force; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6) hospital the subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the damaged click pin (loss of connecting pin), the internal lens was damaged, there was a dent on the outer tube, poor lighting due to broken light guide and foreign matter adhesion on the internal lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the telescope oes elite, 4 mm, 30°, hd, autoclavable had a loss of the connecting pin. The issue was found during preparation for us for an unknown therapeutic procedure. The procedure was not affected by the event. There were no reports of patient harm.